Manufacturer narrative:
(B)(4): the pump and meter remote powered up normally and paired successfully. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no delivery issues. Boluses were executed using the meter remote with no errors occurring. The pump and meter remote were evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
On (B)(6) 2012 the reporter contacted animas to report that on the morning of (B)(6) 2012 the patient noted multiple boluses of 0.0 units in the pump history. The patient noted she was giving her bolus doses with the meter remote. Troubleshooting revealed the pump's basal setting and date/time setting were correct. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.